Event description:
It was reported that during a da vinci-assisted hartmann's surgical procedure, the 8mm suction irrigator instrument tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm suction irrigator instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken tip at the base. A piece approximately 4.10 mm x 0.90 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.